Event description:
The patient was treated with profyle combo for the fixation of the phalanges joint in (B)(6) of 2010. At 3 weeks after operation, the fracture of the plate was found. On (B)(6), the fractured plate was removed and joint was fixed with a resorbable screw. According to the surgeon, because, the patient had injured both the extensor and flexor tendon, flexion and extension of the joint was not possible.

Manufacturer narrative:
Analysis in process but not yet complete.